Manufacturer narrative:
The following functional tests were performed: the field service engineer (fse) was onsite for an unrelated issue and found during evaluation and testing a failure in the right loudspeaker of the device. Results of functional testing indicate the device loudspeaker is defective and needed replacement. A good faith effort attempt conducted confirmed a inop error message was present. It is not confirmed if there was still sound present while the error occurred. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed the customer was provided with a quote for a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone# : (B)(6).

Event description:
It was reported that there is a failure in the right loudspeaker. It is not confirmed if there is still sound coming from the device. The device was not in use on a patient. There was no patient or user harm reported.